Event description:
Luge wire was used on a vessel. During removal from guider, when wiped off, it was noticed, there were no snags or tears. After reinsertion of the wire, it was noticed that the wire was much shorter and found the apex of distal point of the wire on the floor. Another wire was pulled from the same lot and worked fine.